Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: make sure your transmitter is snapped in completely. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer did not have the transmitter snapped firmly into place. However, the transmitter and pump were unable to regain connection even after the transmitter was snapped back into place. The transmitter was replaced to resolve the issue. No additional patient or event information was available.